Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a piece of the yaw pulley broken off the yaw pulley, which exposed the cable and the cable crimp. The conductor wire was also found broken. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event. (B)(4).

Event description:
It was reported that during a da vinci si surgical procedure, the user facility identified an issue with a fenestrated bipolar forceps instrument. The instrument goes to a right angle and can't be moved the other direction. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.